Manufacturer narrative:
Product analysis: the tether cables have been returned torn/separated in several different locations. A visual review of the failure points shares a consistent physical appearance. There is necking around and leading up to the point of separation. This type of damage is consistent with a pulling force being applied to the material leading to the material overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Procode: owi: bone fixation cerclage, sublaminar. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with scoliosis; and underwent spinal fusion, sagittal re-alignment and derotation. Intra-op, during curve correction, while tensioning the tether, the instrument started damaging the tissue of the tether; hence, the physician had to stop applying tension. Then, the damaged distal part of the tether was cut and removed. The broken part did not remain inside the patient. Reportedly, a very good correction of the scoliotic curve could not be performed due to this event; however, no patient complications were reported.